Manufacturer narrative:
Investigation: visual inspection revealed that the seal was returned w/o the loading device, delivery device, and tension spring assembly. The seal was completely unraveled and bloody. Based upon the rec'd condition of the device, the reported complaint "seal did not provide sufficient hemostasis" could not be confirmed. It is not possible to confirm or deny the complaint as the seal was rec'd completely unraveled so no further testing could be done. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal did not provide sufficient hemostasis. A replacement unit was used to complete the procedure. The hospital did not report any further pt effects. The product was returned.